Event description:
During a turp procedure, the tip of the inner sheath broke off the device and fell into the pt's bladder. The tip was recovered with no pt harm.

Manufacturer narrative:
Visual inspection of unit showed a 3rd party stamp on the tube 1/2" below the cone. The ceramic tip had been repaired by the 3rd party, the tip is gray in color. The piece of the tip which was broken off was returned, the remainder of the tip is still glued inside the distal end of the tube. The tube has a few dents about 4" from the cone, and about 1 1/2" from the distal end of the tube. The distal end of the tube has dents, nicks, and is out of round. Conclusion - unauthorized repair.